Manufacturer narrative:
The device was received for evaluation. The report of "the balloon was found torn" was confirmed. As received, the balloon was found to be ruptured longitudinally. The edges of latex did not appear to match up. Both balloon windings were intact. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process the units go through balloon and winding inspection process. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing/design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after opening and before use of this fogarty embolectomy catheter, the balloon was found torn. There was no allegation of patient injury. The device was received for evaluation and the balloon was found to be ruptured longitudinally. The edges of latex did not appear to match up.